Manufacturer narrative:
The caster was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During a planned maintenance visit, gehc service representative noted the caster was broke off the base.